Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 14f amplatzer steerable delivery sheath was chosen for use the delivery system was prepared and advanced over the wire. When the dilator was removed, an air bubble was noted at the valve. An attempt was made to clear out the air bubble, however it was unsuccessful. The sheath was removed, and a new amplatzer 45x45 delivery sheath was inserted. Then, an effusion of unknown origin was noted, so the sheath was removed. A pericardiocentesis was performed. The patient status was reported as stable.

Manufacturer narrative:
An event of an air bubble being observed in the hub of a sheath was reported. Information from the field also indicated that a pericardial effusion which was believed to be as a result of transeptal puncture was also observed during the procedure. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: health code 1697 (air embolism) was removed.

Event description:
Subsequent to the previously filed report, additional information was received that the air bubble was noted in the hub of the sheath upon insertion. The copilot was attached, and the amulet loader was never attached to the sheath. The continuous flush was attached to the side port as per instructions for use (IFU). They did not aspirate through the delivery system. Contrast was not being injected. An implantable device was not inserted into the delivery system. Since the air bubble could not be cleared, it was replaced with a 14f amplatzer torqvue 45x45 delivery sheath (lot 8389189). No air entered the patient. The patient was under general anesthesia during procedure. The patient's highest activated clotting time (act) level during procedure was above 350 seconds. Heparin was administered during procedure and was later reversed. A circumferential pericardial effusion was noted, and the replacement sheath was removed from the patient. The user stated that the cause of the pericardial effusion was due to the transseptal puncture by a non-abbott guidewire. No implantable device was ever attempted to be deployed due to pericardial effusion. A pericardiocentesis was performed to treat the pericardial effusion. No additional information was provided.